Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 22 mmol/l (396 mg/dl) between 25 and 36 hours of wearing the pod. The patient¿s father reported that they were taken to the emergency room (ER) on (B)(6) 2025, due to high bg levels, and high ketones up to 3.6. The patient was diagnosed with hyperglycemia. The pod was removed from their abdomen once they arrived at the ER and the patient was treated with 3 units of insulin injections every 30 minutes until the bg levels dropped. The patient was at the ER from approximately 8:00am to 3:00pm at which time they were discharged.